Manufacturer narrative:
Scrub technician observed the low profile primary guide was missing a sliding screw from the assembly. Surgeon required use of an x-ray to locate the screw. After a significant delay (over 15 minutes) the surgeon was able to locate and successfully remove the sliding screw from the patient. Upon inspection of the returned device, it was observed that the device was missing a pin (rbl2331) which allowed the screw (rbl2324) to come out of the primary guide body. It is not known why the pin was missing.

Event description:
Scrub technician observed the low profile primary guide was missing a sliding screw from the assembly. Surgeon required use of an x-ray to locate the screw. After a significant delay (over 15 minutes) the surgeon was able to locate and successfully remove the sliding screw from the patient.